Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultra2 was displaying an error message and was powering off during use. He also claimed he developed symptoms after the reported issues occurred. The medical surveillance specialist (mss) spoke with the patient two weeks later to obtain/verify the following information: the patient indicated that the reported issues first occurred in the evening (2 days before he contacted lfs). He claimed that the next day after the reported issues began (at 5:30pm), he developed low blood glucose symptoms he described as sweating, racing heart, jittery, lightheaded, and top of his head was cold. The patient administered self-treatment with honey and milk, which made him feel better afterwards. No other forms of treatment were reported. No blood glucose results were reported. According to the troubleshooting performed with customer service, both reported issues were not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he became hypoglycemic after both reported issues began. In addition, both reported issues were not resolved with troubleshooting.